Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was stuck on the restart screen. A field service engineer inspected the station, which was stuck on bootup while attempting to apply windows updates that repeatedly failed to install. To resolve the issue, the station was powered down and re-imaged using the 1.7.4 image. After re-imaging, the time, system settings, and internet adapter configurations were completed, followed by a database synchronization. The re-image was successful, and the station was fully operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, station aor8 was stuck on the restart screen after updates and multiple restart attempts were made.however, there were no delays or adverse events or injuries reported based on this event.